Manufacturer narrative:
The insulin pump was received with a scratched case, pillowing keypad overlay, missing retainer ring, missing reservoir tube o-ring, and minor scratches on the display window. No cracks were noted on the display. The insulin pump passed the self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump key sheet was damaged. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.